Event description:
The account generated a falsely positive axsym toxo igg (15 iu/ml) result on a patient who tested toxo igg negative in (B)(6) 2009. The specimen was rerun with negative axsym toxo igg (0, 0 iu/ml) results. The false positive axsym toxo igg result was not reported outside of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Evaluation: investigation in process, no method, results or conclusion code can be chosen at this time.this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The evaluation of the issue consisted of a review of customer complaints, current axsym labeling, and the information provided including the complaint text. The axsym operations manual provides multiple probable causes and corrective actions to assist the customer with resolving discrepant results. The probable causes for discrepant/erratic results include bulk solution 3 dispensing improperly. Complaint information notes the field service representative replaced the bulk solution 3 pump to resolve the discrepant result issue. A complaint review found there have been no additional incidents of discrepant result generation by axsym plus (B)(4), since the sampling probe and sampling syringe valve was replaced. A review of axsym plus field performance data did not identify an increase in complaint activity for the issue the customer experienced. No product deficiency was identified.